Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's touchscreen was faulty. The programmer was returned without a stylus. It was also indicated that the lower case feet and logo button were missing, and that a keyboard hinge was broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a faulty touchscreen. The programmer was returned for service. No patient complications have been reported as a result of this event.